Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 222662575 was returned and analyzed. Visual inspection of the shaft area was performed. Inspection identified a shaft kink at 1.8 inches from the lemo connector, the introducer was kinked and broken. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink and twist. If information is provided in the future, a supplemental report will be issued.